Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07bnj, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. Impedance testing was done and the lead was replaced. Five days later it was reported that no malfunctions were seen or determined. The patient outcome was unknown. A week later it was reported that the cause of the event was efficacy and pocket discomfort. A revision of the implantable neurostimulator (ins) and lead occurred per protocol. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
The product status of the lead was noted as implanted - out of service.